Event description:
There was an allegation of a questionable total protein result from the cobas pro c 503 analytical unit. The initial result was 59 g/l. As the first result was different when compared to past history, the customer repeated the sample and the results were 70 g/l and 71 g/l.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The customer changed the pre-analytical handling and the field service engineer performed adjustments on the anlayer.